Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) and right ventricular lead and the left ventricular lead were explanted as a preventative measure due to cellulitis in the patient's right leg. Cultures taken from the leg were positive. Vegetation was also noted in the valve. No further patient complications have been reported as a result of this event.